Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Literature reported event: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients. A retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. All 7 cases had plastic pigtail stents exchanged for the lams prior to access tract closure. In 5 of the 7 cases, the access tract was confirmed to have closed completely on its own on follow-up egd, with the plastic stent spontaneously expelled. This file is being created to capture 5 solus stents that migrated." This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on the assumption that intervention was required as 5 stents migrated.

Event description:
This is a cancellation report as file re-assessed as non reportable following clinical input ¿this ¿plastic stent spontaneously expelled¿ should not be captured as harm or stent failure (migration), because the access tract have closed completely on its own with the plastic stent spontaneously expelled, which prevented from the stent retrieval procedure and would benefit patients¿.

Manufacturer narrative:
This is a cancellation report as file re-assessed as non reportable following clinical input ¿this ¿plastic stent spontaneously expelled¿ should not be captured as harm or stent failure (migration), because the access tract have closed completely on its own with the plastic stent spontaneously expelled, which prevented from the stent retrieval procedure and would benefit patients¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. [(B)(4)].

Event description:
Literature reported event: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients a retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. All 7 cases had plastic pigtail stents exchanged for the lams prior to access tract closure. In 5 of the 7 cases, the access tract was confirmed to have closed completely on its own on follow-up egd, with the plastic stent spontaneously expelled. This file is being created to capture 5 solus stents that migrated." This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on the assumption that intervention was required as 5 stents migrated